Manufacturer narrative:
Cartridges have been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the patient's blood glucose was 300 mg/dl. She stated that the patient had small ketones and nausea. The family member stated that she removed the cartridge and noticed moisture in the cartridge compartment. She said that she could see a very small amount of insulin leaking out from around the cartridge plunger; the luer connection between the cartridge and the tubing was dry. The family member stated that she treated the patient's blood glucose elevation via insulin injection without further issues.